Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed bruising underneath the garment straps on her shoulders. It was reported that there were three bruises on the left shoulder and one bruise on the right shoulder. It was also reported that the patient spends most of the day in bed. The patient was issued an extra garment and the patient's granddaughter was using a elastic band to hold the garment in place with no improvement to the irritation. The patient was admitted to the ER for an unrelated issue. There the patient's irritation was treated with a medicated patch. The patient has not mentioned the irritation since the patch was applied however the outcome of the irritation is not known.